Event description:
The customer alleged an employee handled a cassette and received an h202 contact on his thumb. The customer stated that a brand new cassette was inserted into the unit then it ejected the cassette. The technician then handled the cassette without wearing personal protective equipment (ppe). The cassette original packaging info was not available. The employee reported to the ER. The customer stated that the symptoms have resolved without any consequences. The customer was not prescribed any medication. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse reported the following: unable to find any problems. There was no pooling at the injection valve. The fse verified the injection pump adjustments and found working properly. The fse completed the door sensor and vaporizer thermistor upgrades. The fse verified the system met the MFR's specifications. An empty chamber cycle completed successfully.